Manufacturer narrative:
During startup, the unit returned a pump error which was impossible to clear. The pump error was due to the motor flex cable not being plugged into its connector. After plugging the cable back into its connector, the unit then passed self test. Unable to perform the displacement test due to the pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer¿s blood glucose was 130 mg/dl at the time of incident. Customer was able to complete rewind. The insulin pump will be returned for analysis.